Event description:
A bd 16-gauge needle was found to have visible particulate matter contamination inside the protective sheath prior to use. The needle was not used and was immediately isolated for investigation.